Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. Two days prior to the peritonitis diagnosis, the patient experienced abdominal pain. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, ongoing) and piptaz injection (2.5gm, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that the patient subsequently died in the hospital (on an unknown date). The cause of death was reported as due to peritonitis. At the time of death, peritonitis and abdominal pain were ongoing. It was reported that an autopsy was not performed. Pd therapy was ongoing prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.